Event description:
Pt called spontaneously to report that he increased his dose to 17.5 ng/kg/min yesterday. He states when he uses his new pump, his pulse rate is 75-82 and while using old pump, it's 95-101. He believes old pump sends out more medication. Pt adamant it's the pump. Pt switched to backup pump. Replacement pump sent. No other info was provided. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? Yes; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.